Event description:
During setup, the connector at the machine end of the fiber did not fit the machine. A second laser fiber ((B)(4), lot#j28042) was opened and it fit just fine. The laser fiber had not been in patient contact at the time. Reference #:(B)(4).